Manufacturer narrative:
Manufacturer's investigation and analysis: a (B)(4) review of the complaint database for this list number did record additional reports/investigations. A review of those reports and investigations documented no similar component breakage issues. The complaint database review of those reports where monitoring devices were returned/analyzed recorded mixed findings, including excessive force; no defect found and cannot determine. Those investigations did not identify stopcock breakages/separations or a related material and/or manufacturing non-conformances. Conclusion: the exact cause (s) of the reported product experience is unk. This report and the associated info have been entered in the manufacturer's. Database for analysis and trending.

Event description:
FDA/medsun report received concerning component separation/breakage with two (2) (B)(4) transpac IV w/ safeset monitoring kits. The report states "..critically ill pt was transported from CT scan and arrived back in their room. The nurse observed the arterial line tubing just above the transducer getting bumped, cracking off and breaking (at the stopcock location). Nurse stated this is the second arterial line this year that has broken off the transducer. The tubing was changed out and there was no adverse outcome to the pt. The specific lot number of the product was not recorded nor available..." Manufacturer's request for additional relevant info and status/availability of the (B)(4) device return as of this date has not been responded to.